Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown and failed to power up. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown and failed to power up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined use error was the cause of the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.